Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not boot and charge as device will not turn on. Share log review produced no data. The patient's complaint was undetermined because the device would not turn on. The reported event of an error icon display was undetermined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/25/2017, that on (B)(6) 2017, the receiver displayed err67 . No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.